Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the screw remains in the patient, no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Without the implants, it is difficult to determine whether or not the rod was fully reduced or if the set screw may have been cross-threaded. The torque handles were returned and determined to be within specification. If more information becomes available, manufacturer will file a follow-up report at that time. Device not returned.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a post-op set screw back out occurred at the distal end of the construct.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product has not been returned to manufacturer for evaluation. When more information becomes available manufacturer will file a follow-up report at that time.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a post-op set screw back out occurred at the distal end of the construct. Patient was revised on (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The set screw exhibited ideal "windshield wiper" type abrasions, which indicate an optimally seated and reduced rod, and therefore, ideal contact between the rod and set screw. While the threads exhibited signs of use, no major damage was observed. There were also no signs of cross-threading. The screw density was below one screw per level, which may have placed more stress on the set screw and contributed to it backing out. However, no root cause(s) could be determined.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a post-op set screw back out occurred at the distal end of the construct. Patient was revised on (B)(6) 2016.